Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a remote manager housing issue. A field service engineer removed and replaced the remote manager base plate and realigned the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had smart remote manager failure. The customer stated that it had become loose and needed to be reattached to the side of the refrigerator. The malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.